Event description:
Pt had midline catheter placed on 10/29/96 for 5 days of therapy. On 11/2/96 when pt flushed catheter the drsg became immediately saturated with blood. Infusion svc notified immediately by pt. Rn went to home. When drsg taken down the catheter was severed at the place where the butterfly wings fit into the stat lock. Catheter discontinued. Butterfly placed to complete last day of therapy. Co was notified and catheter sent to them for testing.